Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is torn above 'up' button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Testing confirmed 'contrast' button is unresponsive. The 'up' 'down' and 'ok' buttons are responsive. Removed the keypad cover to check the condition of all key contacts and contamination was visible under all of key contacts. There is a cracked at the top of battery compartment. Dim pink display screen is found. The display lens was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons and the display screen is dim. This report is made based on results of investigation completed on (B)(4) 2013.